Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced unexplained high blood glucose of 300 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with removing the reservoir and rewinding the pump. The customer's insulin pump passed all test functions and works as designed. The customer was advised to change their sensor. A new sensor was shipped to the customer. No further information was provided.